Event description:
The device reportedly displayed excessive ECG artifact intermittently while monitoring a patient through the quik-combo defibrillation cable. There was no adverse effect to the patient as a result of the reported event.